Manufacturer narrative:
Our product evaluation laboratory received one model 62080822f catheter. As received, the balloon had a tear of approximately 0.16 inches proximal of the distal windings. The latex edges did not appear to match at the ruptured region. Both balloon windings were intact. Dry blood residues were evident at the catheter tip and balloon. The inflation lumen was occluded with clotted with blood and it was not able to be removed with warm water or the stylet wire. No other visible damage or inconsistency was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a balloon issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. In this event, the balloon burst when contrast medium was injected. Another catheter was used with no reported harm to the patient. The IFU warns against use of highly viscous liquid insertion into this catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during an organ harvesting in a deceased patient, the balloon on the fogarty catheter broke when the contrast product was injected. The balloon had been checked at the beginning of the procedure. There were no consequences for the organ. The issue was solved after removing and replacing the defective catheter with another one. Patient demographics were not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.